Event description:
The customer was hospitalized with low blood sugars. Troubleshooting indicated that the device was working properly. Customer said the doctor is working on adjusting the basal rates.